Manufacturer narrative:
The received device had the cannula assembly deployed. Investigation of the device found that the spring latch failed to release the clutch spring during the priming sequences. No damages were found to either the spring latch or clutch spring; a root cause could not be determined. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached over 500 mg/dl. The patient's heart rate was at 100 and their blood pressure was high. For treatment, the patient was provided fluids and manual injections of insulin. The pod was worn between 4 and 24 hours on the arm. The patient was discharged after 5 hours.